Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Can I please report the following item that needs to be replaced due to being broken during surgery. The impactor handle is not sitting into the tibial impactor correctly. There was no delay to surgery as they had another set they used and there was no effects to the patients treatment.